Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial: (B)(4), description: linear 3-4 lead 70 cm. It was reported that the lead will not be returned as it was disposed of by the hospital. A review of the manufacturing documentation for the sc-2352-70 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients implanted battery was completely unresponsive. The physician assessed that the patient should undergo a revision procedure to replace the implanted battery. During the procedure, an abandoned fractured lead from a previously reported revision was also removed. It was reported that during the previous revision procedure the physician had used electrocautery and cut the fractured part of the lead off against the advice of the sales representative. Post operatively, the patient was doing well and receiving good pain coverage.

Manufacturer narrative:
Product investigation has been completed on the returned ipg. It was found that the device could not be charged or linked to, due to damage to the u2-asic. A high sleep current of 20.89ma was measured, exceeding the 50ua spec. This was likely caused by the electrocautery use during the previously reported lead revision procedure. Prior to the revision, it appears the ipg had been functioning normally, as analysis of the ipg data logs revealed no anomalies prior to the procedure. Battery depletion rate was 3.12mv/day with the stimulation turned off, which is within the expected range. Labeling cautions against the use of electrocautery, so the probable cause is considered unintended use error caused or contributed to event.

Event description:
A report was received that the patients implanted battery was completely unresponsive. The physician assessed that the patient should undergo a revision procedure to replace the implanted battery. During the procedure, an abandoned fractured lead from a previously reported revision was also removed. It was reported that during the previous revision procedure the physician had used electrocautery and cut the fractured part of the lead off against the advice of the sales representative. Post operatively, the patient was doing well and receiving good pain coverage.